Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned devices found no evidence of product non-conformance. Review of the devices confirmed the reported condition for six (6) of the sixteen (16) returned drivers. Products most likely failed due to excessive torque while inserting screws.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.the following sections could not be completed with the limited information provided. (B)(4).this report is number 1 of 6 mdrs filed for the same event (reference 1825034-2015-047402 / 05226 / 05227 / 05228 / 05229 / 05230).

Event description:
It was reported patients underwent internal hand fixation procedures on multiple dates including (B)(6) 2015. During the procedures, the screw drivers failed to engage with the screws. The screws fell off the drivers and into the patients. The screws were removed and the patients did not retain any foreign bodies.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an internal hand fixation procedure on an unknown date. During the procedure, the screw driver failed to engage with the screw. The screw fell off of the driver and into the patient. The screw was removed and the patient did not retain any foreign bodies.